Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was making an audible alert tone post the patient undergoing an open heart surgery earlier in the day. Patient was in the cardiac intensive care unit (cicu) and upon interrogation it was discovered the device had delivered an inappropriate therapy and the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Egm and episodes are consistent with device oversensing electromagnetic interference during surgery with possible electrocautery in use at the time. Surgical staff indicated that a magnet was used on the ICD, but noted it had possibly slipped during surgery. It was re-applied when they heard the alert tones. No further events were noted and the surgery was reported successfully completed. Device testing post surgery reveals normal pacing, sensing and impedance measurements. The device and lead remain in use. No further patient complications have been reported as a result of this event.